Event description:
It was reported that the device exhibited error code 41786 on power up. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a worn upstream occlusion seal. Functional testing was able to duplicate the reported problem. It was determined faulty printed wire assembly (pwa) board was the root cause. The pwa board was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.